Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional, did not engage when power was applied and the triggers were sticking. It was further noted that the electronic motor and electronic control unit were not functioning and the housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic and mechanic components from normal use and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a training session, it was observed that the small battery drive device was not running correctly. During in-house engineering evaluation, it was observed that the device was not functional, did not engage when power was applied and the triggers were sticking. It was noted that the electronic motor and electronic control unit were not functioning and the housing was damaged. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.